Event description:
A ot reproted blood glucose results of "179 mg/dl and 53 mg/dl" with a lifescan meter, performed within 10 monites of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The check strip test passed.